Event description:
The physician reported that the device could not be interrogated with the programmer (smartview version 2.54). No more information could be obtained from the physician. Preliminary analysis confirmed that the device has been identified by the programmer in both inductive and in rf telemetries on (B)(6) 2016 but due to the poor quality of the rf link the follow up has not been possible. A new follow-up was performed on (B)(6) 2016 and the device was reportedly interrogated without any issue.

Event description:
The physician reported that the device could not be interrogated with the programmer (smartview version 2.54) on (B)(6) 2016. No more information could be obtained from the physician. Preliminary analysis confirmed that the device has been identified by the programmer in both inductive and in rf telemetries on (B)(6) 2016 but due to the poor quality of the rf link the follow up has not been possible. A new follow-up was performed on (B)(6) 2016 and the device was reportedly interrogated without any issue.